Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available.

Event description:
The event occurred in china. It was reported that a ¿sig¿ error occurred on the rotaflow console during treatment. The coupling agent was applied during use. It is suspected that the ¿sig¿ error was caused by the damage of the closing assy. The rotaflow was exchanged with a backup machine without any negative consequences or harm to any person. Due to the reported exchange of the device during treatment a report is required. Complaint ID: (B)(4).

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The event occurred in china. It was reported that a ¿sig¿ error occurred on the rotaflow console during treatment. The coupling agent was applied during use. It is suspected that the ¿sig¿ error was caused by the damage of the closing assy. The rotaflow was exchanged with a backup machine without any negative consequences or harm to any person. Due to the reported exchange of the device during treatment a report is required. The affected rotaflow console with s/n (B)(6) was investigated by a getinge field service technician and the reported failure could be confirmed. It was found that the closing assy was broken, which led to the "sig error". The customer replaced the closing assy by itself and the issue was solved after the replacement. The device is back in clinical use. Based on the investigation results the reported "sig error" could be confirmed. The most probable root cause for the reported "sig error" could be determined as a broken closing assy. A broken closing assy was already investigated by our lifecycle engineering (lce). Most probable root causes could be determined: - too excessive force - weakening due to manufacturing errors (air inclusions) - weakening due to aging. Uv light (sun) or contact with chemicals. The review of the non-conformities has been performed on 2024-10-31 for the period of 2020-01-23 to 2024-10-22. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was produced in 2020-01-23. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
This follow-up report is being submitted to correct the evaluation conclusion code error identified in the final report submitted for the complaint (B)(4) mfg report number 8010762-2024-0000522. The final report previously states the code cause traced to user. This was an error as it was not confirmed to be a user error therefore the code has been corrected to component failure.